Manufacturer narrative:
This MDR was created in error. The high blood glucose was reported in 2006. Additional information has been reviewed after the initial report was submitted.

Event description:
MDR was created in error. The high blood glucose was reported in 2006.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose of 465 mg/dl. The customer also reported the no delivery alarm was received during manual prime while troubleshooting. It was unknown if the device will be returned for analysis or not.